Manufacturer narrative:
On previously submitted report, this notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An allegation of reduced cardiopulmonary reserve was noted. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, no particles found in the evaluation. The device operated and alarmed as designed. No repair performed due to the device not needed for inventory. The unit will be scrapped.

Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. An allegation of reduced cardiopulmonary reserve was noted. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.